Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient underwent an l4-5, l5-s1 posterior lumbar interbody fusion using carbon fiber cages bilaterally at l4-5 and l5-s1. Laminectomy needed in addition to the laminectomy needed for the posterior lumbar interbody fusion with bilateral foraminotomies at l4-5 and l5-s1 and l4-s1 posterolateral arthrodesis using local morselized autograft and allograft bone, instrumentation at l4-5 and l5-s1, intraoperative microscope, intraoperative fluoroscopy and intraoperatve ultrasound. Preoperative diagnosis: degenerative disc disease, low back pain, lumbar radiculopathy. As per op notes: ¿I tapped into this l5-s1 intervertebral space an 11mm lordotic cage that was filled with local morselized autograft and allograft bone. Once this cage was tapped into place, then our attention was turned to the contra lateral side where a similar procedure was accomplished.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.